Event description:
It was reported that during a pacemaker implant procedure, the device exhibited an error message for "incorrect parameters". The pacemaker was not used and another device was implanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.